Event description:
A free-flowing foreign body was retreived in the specials procedures area of radiology and found to be a portion of a ort-a-cath catheter. Although I do not have the complete information at this time, I believe it was a groshong catheter. I am in the process of locating the ID number of the port. I am not sure of the location of the retreived catheter or the portinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.